Event description:
Pt was admitted with a bladder tumor requiring a biopsy. When grasping tumor the "grasper" frayed the specimen to the point of no use. Grasper did not bite or cut as they should have. Tumor was fulgenated with cautery. No specimen was able to be obtained for biopsy.